Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary investigation, through review of the case logs, revealed that the misplaced screws were due to a drb (dynamic reference base) shift. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.